Event description:
It was reported that a spectrum iq pump under infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. An additional baxter infusion set was being used during this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.